Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. The material analysis suggests the liner was in an non-ideal orientation when implanted. Evidence of pre-fracture impingement of the stem on the liner was also noted. The root cause of the event was most likely due non-ideal orientation of the liner; however, a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00??? / 00???).

Event description:
It was reported that patient underwent left hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to unknown reasons. The head and liner were removed and replaced with a head, liner and cup. Patient underwent an additional revision procedure on (B)(6) 2015 due to a fractured liner. The liner, modular head, and taper adapter were removed and replaced. No further information has been provided.